Event description:
An (B)(6) female patient contacted zoll customer support to report that her battery charger will not charge her batteries. The patient was sent a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, the battery charger's power unit was found to be defective. The cause for the defective power unit cannot be positively determined. No adverse event resulted from the defective power supply. The patient received a replacement charger.